Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date since the correct date was not provided. Initial reporter occupation (other): consultant interventionalist cardiologist.

Event description:
It was reported that balloon deflation issue occurred. A 2.50 x 48mm synergy drug-eluting stent was used for treatment. However, upon withdrawal, it was noted that the delivery system balloon was not fully deflated and it knocked the guide catheter out. No patient complications were reported.